Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported the patient hurt her back lifting something and had pain from it. There was pain in her back due to lifting something. This was occurring daily and was considered a sudden change in symptoms. There was some contradictory information as it was also reported the issue was noted to not have been related to positional movement. The patient stated she hurt her back and wanted to see if she damaged the stimulator. The patient lifted something and hurt her back on (B)(6) 2015 and had been living on hydrocodone and muscle relaxers since then. It was noted the patient was upset because she had a doctor appointment the morning of the report and the manufacturer's representative (rep) did not show up. The patient said the rep was there but she was in surgery and could not see her. The patient had to drive 40 miles to get there and she waited until almost 11. Then, the patient texted the rep and the rep asked if they could reschedule. Later, the rep reported that she told the patient she would see her. The rep met with the patient on (B)(6) 2015 and noted the patient had an accident and hurt her back lifting concrete blocks. Impedances were checked and everything looked great. The rep told the patient she needed to make an appointment with her pain physician for further workup. Relevant medical history included spinal pain.